Event description:
It was reported the implantable cardioverter defibrillator (ICD) went into backup mode during pre-procedure programming. No changes or interventions were performed. There was no patient involvement.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of backup operation was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Analysis of the device image found the device had entered backup mode after a high voltage activity. The backup operation was reproduced in the lab. The cause of the backup operation could not be determined due to damage to the hybrid during analysis.